Manufacturer narrative:
In response to this incident, and the subsequent investigation, siemens has determined that the artis zee system did not cause or contribute to the patient falling. There is no indication of a system malfunction. Instructions for proper use to secure the patient during examination are provided with the system. The tabletop can not completely prevent a patient from falling if the patient is not fastened as described in the user manual. The process of patient fixation is controlled by the operator. No foreseeable misuse resulting from this user error is considered, as the operator manual gives adequate information regarding the proper immobilization of a patient on the tabletop. Appropriate material is provided with the system for patient fixation.

Event description:
It was reported that during an exam, a female patient of large body habitus was not secured to the table for the procedure. The patient fell from the table requiring suturing due to the fall. The patient was treated by the medical staff in the interventional radiology department.

Manufacturer narrative:
The investigation is still on-going. Several service calls have been made to this system since this event occurred, and no table issues were reported to siemens by the customer. Adequate information / safety notes are mentioned numerous times in the operator's manual and safety manual. The system is supplied with patient immobilization straps, shoulder supports, a foot holder and patient hand grips which can be used to immobilize the patient during exams. If these supplied accessories are used, and precautionary measures are adhered to, they will prevent patients from falling from the exam table.